Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device was deployed and released. The watchman closure device then moved out of the laa. The device was surgically removed.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device was deployed and released. The watchman closure device then moved out of the laa. The device was surgically removed.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a watchman delivery system (wds) implant only. The delivery system was not returned for analysis. The implant fabric, struts, and anchors were visually and microscopically examined. Inspection of the device found no damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.